Manufacturer narrative:
(B)(4). The customer reported "pacer signals an internal fault". This is indicative of a condition that could impact the delivery of therapy. There was no pt involvement. The local philips service rep evaluated the device and confirmed a pacer malfunction by running the extended self test. The device failed the pacer test segment. The local philips service rep replaced the power pca to resolve this malfunction.

Event description:
The customer reported "pacer signals an internal fault". This is indicative of a condition that could impact the delivery of therapy. There was no pt involvement.